Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage around the keypad area on the insulin pump. Customer's blood glucose was 14.9 mmol/l. Customer stated that the pump was dropped a few times. Customer stated that the clock is running fast within 1-2 weeks and would be 15 minutes ahead. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with the correct time/date and then monitored for eight days. No time loss/gain was noted. The pump had minor scratches on the display window, a scratched case, a fading serial number label, a pillowing keypad overlay and a cracked keypad overlay at the select button.